Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal & oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation and fallopian tube perforation outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for breakage, migration, perforation and did not received treatment for dysmennorhea, pelvic pain, abdominal pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event "injury" was deleted and new events dysmenorrhea (cramping),pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, breakage, migration,fallopian tube perforation, incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), device dislocation ('migration'), fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (essure removal & oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation and fallopian tube perforation outcome was unknown and the genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain and menorrhagia had resolved. The reporter considered abdominal pain, device breakage, device dislocation, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: patient received treatment for breakage, migration, perforation and did not received treatment for dysmennorhea, ,pelvic pain, abdominal pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.